Event description:
The customer reported during a check it gives the message enter password and then stops. There was no reported adverse patient impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported battery is shorting when it is placed on the charger. When she pushes the buttons, it is completely blank. There was no reported adverse patient impact.